Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer that a hospitalization has occurred due to high blood glucose. Customer's blood glucose reading at the time of the event was 888 mg/dl. Customer experienced high blood glucose and keytones. Hospital brought the blood glucose level to normal range. Customer's current blood glucose reading is 312 mg/dl. During troubleshooting, time and date were correct. Programming is correct. Nothing further reported.